Event description:
On (B)(6) 2013, the patient's mother reported that none of the buttons on his infusion device were functioning. She stated that the rubber covering the buttons is cracked. While using the device it displayed e8 (power interrupt). The patient replaced the battery and the device again displayed e8. The patient stated that he could not clear the displayed message because the check button was not functioning. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced. The infusion device, battery, and adapter were requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the buttons and the pump electronics. The up button is permanent active due to an external mechanic damage. The problem mentioned by the customer is related to careless handling of the product.